Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula bent event on (B)(6) 2025. The event occurred within three hours of insertion for all infusion set. The insertion site was abdomen or all infusion set. The blood glucose level was 557mg/dl and the patient was treated with correction bolus via pump. Ketones was also present company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.